Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned. Pa indicated that per, 005635 testing leads, adapters, and accessories, leads returned with a linked pi that contain a p611 or p613 as one of the observation codes do not require testing or analysis unless there is an accompanying a xxx observation code.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. Loss of capture (loc) was also noted. Additional information indicates that dislodgement was confirmed through fluoroscopy. This lv lead was explanted. No additional adverse patient effects were reported.